Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the customer the 840 ventilator, while on a patient, the display screen turned blue, then went back to normal. The patient was removed from the ventilator and placed on an alternate ventilator with no harm. Customer indicated they will retire the unit as it is nearing its end of life year of 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.